Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information provided by the customer. The customer confirmed that there was no other problems with reprocessing products/accessories/automated endoscope reprocessors or endoscope washer disinfectors. The customer confirmed the image that appeared was of "flashes of colour" and then it disappeared, showing no image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon of no endoscopic image available could not be specified from the obtained information. The root cause of the failure could not be determined. Additionally, the phenomenon of the coating at the insertion section peeled off is likely due to physical stress. However, the root cause could not be identified. The event can be prevented by following the instructions for use which state: ¿·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ ¿·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that at the start of a diagnostic bronchovideoscopy procedure, right after intubation of the patient, this evis exera iii bronchovideoscope's optical image that was being transmitted was no longer available. The image appeared, pixilated and disappeared. As reported, the device did not leak per manual and automatic (reprocessor) leak test. The procedure was cancelled due to unavailability of a bronchoscope of the same caliber. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This device has been returned for evaluation. Technical evaluation has not found any image problem. In addition, the coating of the insertion tube was found peeling off along its entire length. The distal end was noted damaged. The bending section cover adhesive was noted separated. The plug unit was noted scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.